Event description:
Manufacturer's ref #: (B)(4)

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The screw connecting the patient unit and mobile cart was tightened. The ventilator passed all functional and safety tests and was cleared for clinical use. The root cause of the loose screw has not been determined.

Event description:
It was reported that the ventilator's patient unit was loose. There was no patient harm reported. Manufacturer's ref. #: (B)(4).